Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2025. The ICD had displayed an error message and exhibited delayed charge times during a manual capacitor reform. No patient complications were reported. Additional information received indicated that the ICD message was a code indicative of high voltage detected on the lead during charging. The ICD is expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2025. The ICD had displayed an error message and exhibited delayed charge times during a manual capacitor reform. No patient complications were reported. Additional information received indicated that the ICD message was a code indicative of high voltage detected on the lead during charging. The ICD was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory noted multiple high voltage system faults. The device case was removed. The inside of a case half showed obvious signs of burning (charring) where the plasma fuse would be if the case was intact and visual inspection of the hybrid discovered a damaged plasma fuse consistent with a shock into a shorted condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2025. The ICD displayed an error message and exhibited delayed charge times during a manual capacitor reform. The ICD is expected to be returned for analysis. No patient complications were reported.